Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 40 mg/dl at the time of incident. Customer declined troubleshooting and treated with juice. Customer reported change sensor and sensor updating error. It was unknown that auto mode feature was active or not at the time of event. No further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.